Event description:
Spacelabs received a report that some parameters (spo2, ibp, and co) disappeared from the pt monitor's display. ECG and nibp continued to work.

Manufacturer narrative:
The customer's unit has been replaced. At this time, we are attempting to reproduce the reported symptoms and identify the root cause. We will provide a supplemental report once our investigation is complete.